Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced video processor for not powering up and causing 31243 errors. Intuitive surgical, inc. (Isi) received the video processor (vp) involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the vp was installed with a pca test system but could not be recognized. An ethernet cable was routed to the video processor power distribution (vppd) board but could not establish connection. All internal leds (other than vppd status indicators) were not operational and no power was being distributed throughout the vp. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be aborted and may lead to an injury due to the patient¿s inability to tolerate an abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, 31243 error occurred. The logs confirmed the error. Site had restarted system with no change. A technical service engineer (tse) had site do hard restart of system and check fiber cables. Site stated that port that grey cable was plugged into was red. Tse had site reseat fiber cable on both ends with no change. Tse had site verify power cords and power switches for endoscopic controller (ec) and video processor (vp) with no change. Site confirmed that ec was on but vp still had no light on the front. The customer representative (cr) came onsite and confirmed settings and connections. Csr also connected simulator fiber cable instead of grey cable with no change. Tse advised site to swap power cords on vp and ec. Tse lost connection with site. The procedure was aborted with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.